Event description:
It was reported that the camera head displayed an e224 (communication error) message. The issue was found during preparation for use before an unspecified procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the investigation results, it is likely that the following led to the malfunction: the e224 (communication error) message was due to a bad cable unit connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head displayed an e224 (communication error) message. The issue was found during preparation for use before an unspecified procedure, which was completed using a similar device. There were no reports of patient harm.